Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply ,there was a crack on power supply box when they opened the pack. They did not perform the evh procedure on patient. Vein harvesting was done by open technique. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID (B)(6). Updated sections: d4, g4, g7, h2, h3, h6, h10. Corrected sections: d10- initials removed this is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. H3 other text : device not returned.

Manufacturer narrative:
(B)(4). The device has not yet been returned to (B)(4) cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply ,there was a crack on power supply box when they opened the pack. They did not perform the evh procedure on patient. Vein harvesting was done by open technique. The hospital did not report any patient effects.